Event description:
It was reported that during central processing, the customer identified the black coating was peeled off the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation at the distal end to be related to the customer reported complaint. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. Root cause of this failure was attributed to a component failure. Additional finding, which was not reported by site and not related to the reported complaint, was that the instrument was found to have various scratch marks on the main tube. The scratch marks were 0.06 inches - 0.447 inches in length and were not aligned with the tube axis. The root cause of this failure was attributed to mishandling or misuse. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified prior to reprocessing. During the pulmonary lobectomy procedure on (B)(6) 2022, the instrument was inspected prior to use with no damage identified. It was unknown if the instrument collided with any other instrument or tool. After the completion of the last procedure, the instrument was inspected with no damage. In was unknown if there was any evidence of arcing. There was no impact to the patient. The issue was found after the surgery was completed.

Event description:
Refer to h10/h11 for follow-up information.